Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 24 april 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
On 24th april 2025, the user reported senseonics that the system showed glucose values that were different from glucometer measurements. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance deviation. Upon receipt, in-house testing of the returned sensor and transmitter showed no malfunction. However, a review of the in vivo raw data revealed a high frequency of transmitter temperature fluctuations, which may have potentially affected the system's ability to appropriately correct the temperature and thereby affecting the accuracy of the displayed glucose values. This temperature fluctuations were observed across multiple transmitters used by the user, suggesting that the swings were likely due to environmental factors. As part of resolution, the user was inserted with a new sensor and provided with a new transmitter. B4.date of this report 23 july 2025. D9 device available for evaluation? Yes on 27 may 2025. G3.date received by the manufacturer? 23 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.